Manufacturer narrative:
Batch review performed on 01.july.2021: lot 2003004: (B)(4) items manufactured and released on 18-jun-2020. Expiration date: 02-06-2025. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs director: few days after primary tka the cpsaule ruptured and patella dislocated. Surgical treatment consisted of re-suturing of the capsule and confirmation of patella tracking. No implanted or ancillary device is responsible for this reoperation.

Event description:
Patella dislocation was observed 3 days after the primary and 6 days after the primary an additional surgery was performed. During the additional surgery, the surgeon confirmed the joint capsule rapture. The surgeon sutured the raptured joint capsule and confirmed patella tracking.